Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for physical evaluation. The clic device was connected to a crit-line IV monitor and the clic device was not recognized by the monitor, the device¿s red light did not turn on, and the device became hot to the touch. The failures on the transmitter and power supply boards will cause the observed failures of the clic device¿s led to light and the failure of the crit-line IV monitor to recognize the clic device. It was determined that inductor l103 on the power supply board became hot to the touch. If capacitor c219 fails as a short on a clic device¿s transmitter board, additional current will flow through inductor l103 on the power supply board. The additional current through inductor l103 causes the dissipation of additional heat. Upon further inspection of the device, capacitor c219 and the silicone that encases the capacitor on the transmitter board was observed to have burn damage. The plant investigation is still in progress and a product history review will be performed when the device history record is available to be viewed. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a crit-line clip (clic) usb device with a sensor that gets hot and does not display the red light. The biomed confirmed that the device was not connected to a patient or used during patient treatment when the reported issue was discovered. The biomed confirmed that a new device was received and is in service. The device was returned to the manufacturer for physical evaluation. Upon manufacturer evaluation of the device, it was discovered that capacitor c219 on the transmitter board, as well as the silicone that encases the capacitor, was burnt.